Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The analyst noted the stylet did not insert (stops at 1 cm) due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure it was not possible to insert the stylet into the pacing lead lumen. The lead was replaced. No patient complications have been reported as a result of this event.